Event description:
It was reported that during a procedure, the tip of the unit detached. The surgeon spent over an hr to confirm that the tip was not in the pt before completing the procedure.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.